Event description:
It was reported that the right ventricular lead exhibited an auto polarity switch due to low impedance. The patient experienced pectoral stimulation post polarity switch. Oversensing of noise was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.